Manufacturer narrative:
(B)(4). It is not clear at this point if the device and/or lot information is available. Without the device and/or lot information, it is not possible for codman to conduct a proper investigation. If the device is returned the complaint will be investigated and a follow up report will be filed. If lot information does becomes available and if the record review indicates that there was a non-conformity, a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device not available.

Event description:
The patient was (B)(6) year-old female. A primary disease was subarachnoid hemorrhage. The reported device was implanted to the patient via lp-shunt on (B)(6) 2017. Leakage of cerebrospinal fluid was confirmed and reoperation was done by connecting the catheter again.